Manufacturer narrative:
The field representative later reported that the patient remained in the hospital intensive care unit (ICU) for treatment of heart failure. No further shocks had been delivered. The physician had not communicated any plan for resolving the lv lead issue at this time. The lead remains implanted. This report will be updated when new information is received.

Manufacturer narrative:
The field representative later reported that in all pacing configurations, the pacing impedance was >2000 ohms and no capture could be obtained. A fracture was confirmed under fluoroscopy. The lead was attempted to be explanted, but was not able to be removed with traction. Instead, the lead was surgically abandoned and was replaced with another boston scientific lv pacing lead. No adverse patient effects were reported due to the lead replacement. As the lead will not be returned for laboratory analysis, clinical observations cannot be confirmed.

Event description:
Boston scientific crm received information that the patient implanted with this left ventricular pacing lead was hospitalized. The lv lead exhibited pacing impedances of >2000 ohms, and a loss of capture was observed in the lv to rv pacing configuration. Capture could be obtained at very high outputs on one configuration. It was also noted that the patient experienced a shock for vt. The patient was in fulminant heart failure, possibly due to the loss of lv pacing.

Event description:
--